Manufacturer narrative:
The field service engineer checked the system. He replaced the sipper and sample nozzles. The sample nozzle was also adjusted. An ise check was performed and was ok. Washing maintenance was performed. Calibration and checks were good. Precision studies were performed. Controls were run and were good. No further issues occurred after the service actions were performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The third sample also had discrepant results for ise indirect k, cl for gen.2. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a na value of 149.2 mmol/l and it repeated as 138.8 mmol/l. The second sample initially resulted in a na value of 146.6 mmol/l and it repeated as 134.5 mmol/l. The third sample initially resulted in a na value of 158.3 mmol/l and it repeated as 141.6 mmol/l. This sample initially resulted in a cl value of 120.2 mmol/l and it repeated as 106.2 mmol/l. This sample initially resulted in a k value of 4.12 mmol/l and it repeated as 4.58 mmol/l. The fourth sample initially resulted in a na value of 147 mmol/l and it repeated as 137.7 mmol/l. The fifth sample initially resulted in a na value of 149.5 mmol/l and it repeated as 139.5 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.